Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 hi-flow kit (kit). During the procedure, the physician completed the first pass using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace68 reperfusion catheter (ace68). However, while removing the ace68 from the patient after completion of the first pass, the physician noticed that the distal tip was fractured and partially connected to the proximal part of the ace68. The physician was able to remove the full length of the ace68 and completed the procedure using another ace68 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The ace68 was fractured approximately 9.0 cm from the hub. The ace68 was kinked approximately 59.0 cm from the hub. Evaluation of the returned ace68 revealed a proximal fracture on the device. The reported distal fracture could not be confirmed. If the device is manipulated at extreme angles outside the body while being constrained within a parent device, damage such as this may occur. Further evaluation revealed a kink on the mid-shaft of the ace68. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.